Manufacturer narrative:
Evaluation summary: the product was returned for analysis and solution was observed on the lens which could have been interpreted as the reported complaint (white particle on the lens). The lens also had additional damage. Results from the product history record review indicated the product returned position correctly. Blood and solution are dried n the lens. The optic is torn/split (possibly cut) and is also scratched/marked-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that upon implantation of an intraocular lens (iol), she noticed that there was a white particle on the lens so she removed and replaced it with the same model lens. The surgeon was unsure if the white particle was due to the lens or caused by other drugs she is "trailing" on this patient. She reported the patient's history included a previous trabeculectomy and participation in a hospital trial. In a follow-up, the surgeon clarified that two days following iol implant surgery, the patient presented with loss of vision (va is hand movement) and anterior chamber/vitreous reaction. She reported that differential diagnosis included: endophthalmitis and allergic reaction to intravitreal/intracameral medications or irrigation fluid. She reported that a vitreous tap [culture] was done which did not grow and organisms. She reported the cause of vision loss is possibly due to the intravitreal injection causing a sterile uveitis. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first lens that was removed and replaced during the same procedure.